Event description:
(B)(6), aesthetician at dr. (B)(6) office reported that a pt had developed an infection in the left cheek area post radiesse injection. The injections were done by two different injectors during training. The pt initially developed left cheek pain, swelling and redness at one injection site, right below the cheek bone. Dr. (B)(6) diagnosed infection adn prescribed oral kerflex as treatment, 20 tabs, 4 x day with one refill. No culture was taken. On (B)(6) 2012, (B)(6) stated that pt's diagnosed cellulitis resolved with keflex.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.